Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient had a revision due to not receiving coverage. Caller read from op notes and it appeared that ins and lead were explanted and replaced. Caller stated that notes listed "dorsal column stimulator revision" and "...and placement of new pulse generator" and that a "565 MRI specify surescan 977c165, medtronic" was implanted, which seemed to indicate that ins and lead were replaced but replacement devices were not registered. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss suggested contacting hcp to confirm what patient currently has implanted and that patient will need to place ins into MRI mode prior to scan and this would also display the current ins serial number to confirm which ins patient has implanted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name, specify: surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Brand name, specify: surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.